Manufacturer narrative:
Other relevant device(s) are: catalog number: etbf2813c145e, serial number: (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an 8.4 cm in diameter abdominal aortic aneurysm. It was reported that approximately four months post index procedure the patient presented emergently with leg pain. It was discovered that there was thrombosis in the endurant ii stent graft left limb. The physician elected to perform a thrombectomy and administer a lysis treatment. On an unknown date the patient had a femoral to femoral bypass. The procedure was completed successfully and the event was resolved. Per the physician, the previous post stent graft angiogram revealed pristine results so the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Concomitant medical products: expiration date: 2017-10-20 and UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: it was reported that the physician surgically converted the patient with removal of the stent graft system from the patient. It was also reported that there was a focal area of calcified plaque at the bifurcation of the anterior tibial artery that is causing 50-70% of stenosis. There is no further information available for this case.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.